Event description:
Procedure: laparoscopic rpx. According to the reporter: after using the device and removing the specimen out of the cavity, the surgeon found a long piece of plastic. The staff examined the device and found the material around the metal ring disappeared and the ring itself was broken. There was no patient injury, and there was no extension in operating room time of more than 30 minutes.

Manufacturer narrative:
(B)(4).